Event description:
The customer reported that one of the monitors stopped working. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the equipment and did not observe any monitor issues. The system operates as intended.